Event description:
The customer reported that the system displayed a charger error, but when they went to use the system again after svc and it is still giving an error.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. This MDR is related to ge healthcare complaint number.